Event description:
Information was received from the patient previously receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for spinal pain. The patient reported that his pump had been empty since september. Patient stated that they had asked the healthcare provider to take the pump out or put something non narcotic in the pump to help with the pain but no one would do it. Patient mentioned that they used to have morphine, bupivacaine. The issue was not resolved through troubleshooting. Agent sent the patient a physician listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.